Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis after getting no delivery alarms with three different infusion sets. It was stated that the customer may have been using the wrong infusion sets for her body type. Troubleshooting was performed and the insulin pump passed the self test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.